Manufacturer narrative:
(B)(4). The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant info.

Event description:
The user reported that during a blood transfusion, the clinician went to check on the line and the tubing came disconnected from the drip chamber. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.